Event description:
The customer reported that during a percutaneous transluminal angioplasty (inferior limb), the flush catheter did not pass through the lesion and showed signs of kinking. The kink was found after the procedure, outside the patient's body. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: the suspect device was not returned to merit for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaint for this lot number. Therefore, no conclusion can be drawn. Merit will continue to monitor this type of complaint. Evaluation - device history was reviewed. Complaint data base was reviewed. Results: merit determined that a product removal was required for all unexpired lots of the mistique catheter. (B)(6). Consignees and distributors were notified on 6 january 2010 to immediately cease use of the device and return to merit. The failure noted here occurred after initiation of the recall. However, the failure is not similar to current field action, which is that the catheter may become brittle and break.